Event description:
It was reported from a patient that a chromium, bare metal multi-link vision stent was implanted in his right coronary artery in (B)(6) 2012 as a result of a heart attack and after sustaining a job related injury, sodium hydroxide poisoning, via skin absorption and inhalation. Since stent implantation he experiences constant shortness of breath and fatigue at rest that increases with exertion and prevents him from working. He also reported left sided chest tenderness, described as "a poking sensation when touched in the area of stent placement" as well as right sided chest pain and pain in the collarbone. Effient was taken for one month post procedure but was discontinued in (B)(6) 2012 when the patient suspected this might have caused the shortness of breath. The symptoms, however, continue. No treatment of symptoms has been taken and the only current medication taken is aspirin. No additional information was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency and the product was not returned. The reported angina is listed in the rx/otw vision instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. (Reported as occurring in (B)(6) 2012).